Event description:
On (B)(6) 2022, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient's wife reported the patient had a stoma site infection every two months. She stated she follows the instructions on how to clean the stoma site morning and evening. Every two months, she called the gastroenterologist to get an antibiotic to treat the infection. The last antibiotic treatment was completed one week ago. The stoma site looked good today; but the wife wondered why the site kept getting infected.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.